Event description:
Information received by medtronic indicated that the insulin pump's housing was cracked. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for a cosmetic damage at the pump case on (B)(6) 2021. Pump received with flashing medtronic logo. Unable to perform the displacement test, sleep current test, active current test and self test due to flashing medtronic logo. Unable to download history files and traces using thump due to flashing medtronic logo. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. Flashing medtronic logo due to moisture damage on the electronic assembly. Cosmetic damage was confirmed at the back of the pump case. Corroded battery tube found. (B)(4).